Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital due to a worsening condition of heart failure. While in the hospital, the patient experienced ventricular fibrillation; however, the ICD did not detect the arrhythmia. The hospital staff delivered approximately 50 external shocks to this patient within a 1.5-hour period, which ultimately converted the patient out of the arrhythmia. Following the external shocks, the device was unable to be interrogated and a warning message was displayed indicating that there may be a "possible device malfunction".